Event description:
After completion of case, the nurse count of checkpoints was completed saying that all checkpoints and sponges were out. Unfortunately upon post-op x-ray, it was discovered that both femoral and tibial checkpoints were still in patient. Patient was called back the next day to have them removed by dr. (B)(6). Case type: tka.

Manufacturer narrative:
Reported event: after completion of case, the nurse count of checkpoints was completed saying that all checkpoints and sponges were out. Unfortunately upon post-op x-ray, it was discovered that both femoral and tibial checkpoints were still in patient. Patient was called back the next day to have them removed by dr. (B)(6). Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the lot number was not provided. Complaint history review: complaint history review was not performed as the lot number was not provided. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After completion of case, the nurse count of checkpoints was completed saying that all checkpoints and sponges were out. Unfortunately upon post-op x-ray, it was discovered that both femoral and tibial checkpoints were still in patient. Patient was called back the next day to have them removed by dr. (B)(6). Case type: tka.